Manufacturer narrative:
Clarification to g2 report source: although the patient is based in the USA (reported in e1), they were explanted in peru and some information was received from the explanting physician's office. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "capsular contracture baker grade iii/IV. This record is for left side. The device was explanted and discarded. Patient was prescribed antibiotics.